Event description:
During a patent ductos arteriosus session, the 6/4 mm patient ductus arteriosus device appeared to be properly seated in the aortic ampulla; however, upon relase, it appeared to move slightly inward. After waiting approximately 10 minutes, the contrast injection showed a significant shunt going around the top edge of the device. A second injection 10 minutes later revealed the device had embolized to the upper right pulmonary artery. The physicians worked continuously for the next five hours to snare the device and retrieve it into the sehath. They were able to pull back all but the retention disc, and then were able to pull the device into the right atrium. During the lengthy procedure, the patient received two units of blood. After much consideration, a second 6/4mm device was nicely positioned in the patent ductus arteriosus and contrast injection showed minimal shunting. The embolized device and sheath were then pulled into the patient's groin area for surgical removal. The patient was reported to be doing quite well 24 hours post procedure.